Event description:
In 2007, the lay user/pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. The senior medical affairs specialist spoke with the pt six days later to obtain/clarify information. The pt started experiencing flu symptoms five days earlier. Three days later, she started using the reported vial of test strips and obtained a 167 mg/dl before breakfast. Her usual results were between 98 mg/dl and 105 mg/dl. She took her metformin-glyburide tablet as usual and ate breakfast. The following morning, she obtained a 143 mg/dl. She started eating mainly vegetables/protein and skipping lunch due to the elevated readings. However, she confirmed that she maintained her oral medication regimen of metformin-glyburide 1 tablet twice daily throughout the time of concern. Two days later, she obtained a 142 mg/dl in the morning. She took her oral medication and ate breakfast. She started feeling as though she had low blood glucose at 12:30 pm. She described feeling shaky, as though her eyelids were heavy, headaches, tired, and generally a bad sensation. She immediately tested and obtained a 109 mg/dl. She skipped lunch due to the result. At 1:29 pm, she decided to test with a new vial of test strips and obtained a 43 mg/dl. She drank a glass of orange juice and noticed feeling a little better. At 2:28 pm, she obtained a 120 mg/dl using the reported test strips. She retested within minutes using a strip from the new vial; the result was 59 mg/dl. Based on statistical methodology, the calculated difference of the 120 mg/dl and 59 mg/dl glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. She attempted to call her physician; however, her message was not returned. She contacted her nutritionist and was referred to lfs. The following morning, she described feeling better and obtaining a result of 105 mg/dl with the new vial of test strips. The pt alleges she could have "avoided the low blood glucose if she had maintained her usual diet". The customer care advocate confirmed that the meter settings were correct, the test strips were in good condition, and she was using the correct testing technique. The pt performed a control solution test with both vials, the vial which read 120 mg/dl read outside the specifications. The vial that prompted results of 43 mg/dl and 59 mg/dl fell within specifications. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleges decreasing her caloric intake based on relatively elevated meter readings and later developed symptoms she attributes to being hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.